Manufacturer narrative:
(B)(4). The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion

Event description:
Boston scientific received information that this right atrial (ra) lead was reportedly pulled out when the physician removed the port. The lead was then pushed again into the atrium but could not be repositioned. This lead was explanted and a new one was successfully placed. No additional adverse patient effects were reported.